Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) gets poor communication 90% of the time. The patient reported that they were on group g and wants to switch to b. Patient reported that they must lean up against the wall with the antenna as much as possible until it hurts before getting a reading. It was reported that this also happens without the antenna. It was reported that the battery can be seen and it feels tilted. The patient had the patient programmer to connect while reporting and switched to b 1.1 volts. The patient was told that it might be the patient programmer or it could be the position of the ins. A new patient programmer was requested to be sent to the patient and if the new pp doesn't resolve the issue the patient need to follow up with their doctor. The patient reported that the antenna for the patient programmer had to be replaced. The patient was sent a new antenna. No patient complications have been reported because of this event. No symptom was reported

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.